Manufacturer narrative:
Procedural image analysis: fluoroscopy images were provided for review. The patient had previously undergone a CABG procedure, and it appears that the lcx was by passed during that procedure. The lcx was occluded, and a procedural wire was successfully delivered into the vessel. The target lesion was immediately distal to the site of the occlusion. The vessel was not tortuous, but the lesion was on a bend in the vessel. A long stent, most likely the onyx frontier stent was positioned overlapping with a previously deployed stent and was successfully deployed. The area of the bend in the vessel was at the middle of the stent and the stent appeared to conform to the vessel at this point resulting in the previously adjacent stent non-welded wire segment to separate. This gave the impression of a fracture, but since not all points on the onyx frontier stent are welded there most likely no fracture but deformation of the stent structure due to the vessel profile. As stated in the information provided from the account the stent and the subsequent stents that were deployed were post dilated in order to obtain an acceptable result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there is no complaint against the nc balloon used, and it worked perfectly. Correction: annex a code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was mild-moderately calcified. There were no previous stents present at the site of treatment. It was detailed that after inflating the stent, the stent appeared fractured from almost the middle, which caused the stent to elongate outside the ostium, hanging inside the aortic root. There had been no difficulty during stent deployment. The device had been inflated to 14-16 atms. The balloon of the onyx frontier device did successfully deflate post stent deployment. There was no difficulty noted during the removal of the guidewire. The balloon or delivery system did not snag on the deployed stent. It was then decided to use a stent-in-stent approach and inflate the proximal part to ensure the ostium was not compromised, and to to protect the crushed area of the stent. A 5.0x12mm nc euphora balloon was used to post dilate the stent to 16-18 atm, as well as a 4.0x12mm balloon to 16-18 atm. Stent deformation occurred before using the nc balloons. A4:patient weight provided b7:relevant history medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent was implanted to treat a non-calcified, non-tortuous lesion with 80% stenosis in the ostium-proximal circumflex (cx) artery, when stent deformation occurred in vivo post-deployment. The device was inspected prior to use with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was detailed that after inflating the stent, the stent appeared fractured from almost the middle, which caused the stent to elongate towards the ostium. It was then decided to use a stent-in-stent approach and inflate the proximal part to ensure the ostium was not compromised. The patient is alive with no further injury.